Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced without complications. The patient was in stable condition prior, during, and post operation.